Event description:
During the surgical procedure, the tip of the sucker fell off and dropped into the patient's thoracic cavity. The tip was retrieved after the incident. A plastic retaining collar, which normally holds the tip in place on the sucker, was missing. Because of its size, it is unlikely that the collar also dropped into the patient and was not recovered. There has been no reported patient injury as a result of this event.